Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010. During the procedure, the needle broke at the swage when the surgeon grasped the needle-suture with a needle holder from the tray. No fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.